Event description:
It was reported that, "pt was not stable and had pain due to failure of stem over time. Surgeon decided to remove the stem and liner and replace the stem and liner and fem head. Corrected version and stability of hip. No more info is provided due to pt confidentiality."

Manufacturer narrative:
An eval of the device cannot be performed as the device was retained by the pt and was not returned to the MFR. Additional info (including x-rays and medical records) was requested, but not made available. Complaint history review found no other similar events for the catalog numbers and product families. Should additional info become available, the eval summary will be submitted in a supplemental report.